Event description:
Customer states there is a mark on the aviva meter screen that looks like the meter is burnt. Customer sees evidence the meter is melted near the screen. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.